Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from the fill port. This was discovered after filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4: the lot was manufactured between november 28-30, 2023. H11: the actual devices were not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph confirmed a leak; however, the specific location of the leak could not be identified. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.